Event description:
It was reported that the physician deployed a stent into the sfa, using a femoral approach. A 0.035 guidewire was used during the procedure. Upon removal of the delivery system, he found that the gray tip at the end of the stent was detached and lodged in the sheath. He removed the entire system together with the 6fr sheath and lodged tip and there was no reported injury to the patient.

Manufacturer narrative:
The sample evaluation could not be completed, as the complaint sample was discarded by the user facility. The complaint is still under investigation, but with the information received to date, the result of the investigation is inconclusive and the root cause of the event cannot be determined.